Manufacturer narrative:
The customer has advised that no repairs were required in connection with this event, and that the iabp is in the intensive critical unit (ICU) ready for patient use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) displayed "battery maintenance required" and if it was ok to use the unit and transport a patient. The customer also requested the part numbers for the batteries. The circumstance of the event is unknown; however, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. Getinge service was not requested in connection with this event, and any necessary repairs will be handled in-house by the customer. However, the customer was emailed the troubleshooting instructions for "battery maintenance required" from the user manual. Customer was also advised that if "low battery" alarm occurs the iabp will have 30 minutes left of use, and they were to connect the iabp to ac power. In addition, the service territory manager (stm) for this customer account advised the customer that the error message occurred due to recent replacement of the datasettes under the current field service corrective action. Customer then performed battery run time test and determined that the iabp was due for preventive maintenance (pm). We have requested from the customer, information on the completion of the pm, and will submit a supplemental report if necessary.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) displayed "battery maintenance required" and if it was ok to use the unit and transport a patient. The customer also requested the part numbers for the batteries. The circumstance of the event is unknown; however, there was no patient involved and no adverse event was reported.